Event description:
Had essure implanted and started have a punching pain on left side, became chronic pain over time. Dizzy, hair loss, confusion (foggy mind) and much more. Ended up having a hysterectomy.